Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing multiple tones from their implantable cardioverter defibrillator (ICD). A follow up call from an allied health professional (ahp) was able to verify that the a device evaluation shows one patient alert triggered for magnet contact in the past six months. The patient has a history of similar reports and various medical complaints concerning pain with the device/pocket/incision and racing heart issues with hospitalizations. The patient also reports having been treated for brain aneurysms and psychiatric issues and that they are having difficulty obtaining medical care for issues they have been having. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.